Manufacturer narrative:
A follow-up is necessary as the 510k under report information should be k131982 for remstar auto 60 series device.

Event description:
A remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Also, a dust contamination was present on the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.